Manufacturer narrative:
One used sample was received for evaluation of the complaint that infusion leaked from the bottom of the spike after the IV set was fastened to the equipment. One customer image was returned showing the leak during operation. As received, there were no damages or anomalies observed during visual inspection. A lot of history review could not be conducted because no lot number was identified. In order to replicate clinical use, the heat exchanger assembly was successfully installed, no leaks were observed during operation. The infusate line was then primed as per IFU using an ICU medical provided IV bag. A leak was observed at the infusate tubing outlet at the bottom of the heat exchanger. The complaint of leakage can be confirmed. The probable cause is due to a solvent application error during manufacturing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that infusion leaked from the bottom of the spike after the IV set was fastened to the equipment and while in use with a patient. No patient harm/adverse event was reported.